Event description:
The customer reported that the cine run would not play back on the system. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted and onsite investigation. The single board computer and associated circuit boards were replaced. The cine drive was replaced and the software was reloaded. The service representative is waiting for generator interface board to complete repairs. No further service information was provided.